Event description:
On (B)(6) 2009, the patient's husband called for assistance with changing the insulin cartridge. He inserted the insulin cartridge without first adjusting the piston rod. He was instructed to remove the insulin cartridge from the infusion device and the plunger of the insulin cartridge became stuck to the piston rod. A full cartridge of insulin spilled into the cartridge compartment of the infusion device. He was assisted in switching to the backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.